Event description:
Rep reports that the patient pulled the catheter and it snapped in half resulting in a second surgery. The rep does not know if the valve was removed without replacement or removed and replaced.